Event description:
It was further reported the reference vessel diameter was 2.5mm, not 4.0mm as previously reported. Act values were measured after stent thrombosis was observed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 100% stenosed, de novo target lesion was located in the calcified mid right coronary artery (rca). The lesion length was 25mm and the reference vessel diameter was 4.0mm. The vessel was pre-dilated with an unspecified balloon and residual stenosis was 25% immediately after pre-dilatation. A taxus liberte¿ 2.5x32mm stent was successfully implanted in the mid rca. After the stent was implanted the patient experienced chest pain. Angiography confirmed stent thrombosis. The thrombus was aspirated and balloon angioplasty was preformed. No further patient complications were reported and the patient condition is currently ¿stable¿. The patient received aspirin and clopidogrel pre-procedure, during the procedure and post- procedure.